Event description:
It was reported that the pn relion 31g x 6mm was unable to deliver insulin, and unable to prime. The following information was provided by the initial reporter: relion pharmacist and consumer called in. Consumer reported, no insulin flow when priming. Stated, he primes 2 to 3 units. Stated, no insulin flow when taking injection. Stated, he's using 2 or 3 pen needles to complete one injection.

Manufacturer narrative:
H6: investigation: customer returned (4) sealed 6mm, 31g pen needles from lot # 0140337. Customer states that the insulin does not flow when priming. All returned pen needles were tested and all were able to expel properly without any observed defects. Lot#0140337 DHR was reviewed and no qn found. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn relion 31g x 6mm was unable to deliver insulin, and unable to prime. The following information was provided by the initial reporter: relion pharmacist and consumer called in. Consumer reported, no insulin flow when priming. Stated, he primes 2 to 3 units stated, no insulin flow when taking injection. Stated, he's using 2 or 3 pen needles to complete one injection.